Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports having a seizure and loosing consciousness. In addition the patient reports they had hit their head. The patient reports their controller had fallen and cracked while they had gotten out of the shower in which was previously reported. Once at the hospital the patient reports during an ultrasound it was discovered that the patient had a miscarriage. The patient was prescribed zofran. The patient was discharged from the hospital after 7-8 hours.

Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.